Manufacturer narrative:
Fi summary: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 1432279 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device has not been received for analysis in the device analysis laboratory yet. However, as all reported events are classified as medical, they are unable to be observed, therefore they are not confirmed. A review of the current risk documents was performed in chl-bi family (v14.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma ¿ alcl suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Additional fi summary: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. 5 additional complaints were noted for devices sterilized under sterilization run 107995. However, it is unlikely that the events related to the reported infection are associated to the sterilization methods utilized. The terminal sterilization cycle used by abbvie was developed and validated to achieve a high level of sterility assurance. The sterilization cycle has been validated to assure that the chance of a non-sterile device is less than one in a million. During the trend review of all infection complaints for gel breast implants for the period of (B)(6) 2022 through (B)(6) 2024, were noted 2 outliers in (B)(6) 2022. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the infection event, so, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective action taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
Healthcare professional reported "removal of recalled implant, sepsis, capsular contracture grade unknown, bia-alcl positive". This record is for the left side. Device was explanted. Histopathological markers of cd30+ and alk- have not been provided. Treatment: complete capsulectomy and reduction/mastopexy, breast lumpectomy, removal of implant.

Event description:
Healthcare professional later reported "capsular contracture baker grade IV, axillary lymphadenopathy, breast greater than contralateral side, redness skin, chronic inflammation with micro abscess formation with dermis and edema, simple cyst present (not device related), lymph nodes present, breast associated with bia-alcl stage IV with cd30 positive and alk-negative, t cell cd4 and cd43. Hlh primarily secondary to untreated lymphoma." Healthcare professional additionally provided a CT scan noting "peri-implant seroma" and previously reported infection is in fact a bacterial infection.

Manufacturer narrative:
The events of seroma, lymphadenopathy, infection, lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Fi summary: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 1432279 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device has not been received for analysis in the device analysis laboratory yet. However, as all reported events are classified as medical, they are unable to be observed, therefore they are not confirmed. A review of the current risk documents was performed in chl-bi family (v14.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma ¿ alcl suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Fi summary #2: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. 5 additional complaints were noted for devices sterilized under sterilization run (B)(4). However, it is unlikely that the events related to the reported infection are associated to the sterilization methods utilized. The terminal sterilization cycle used by abbvie was developed and validated to achieve a high level of sterility assurance. The sterilization cycle has been validated to assure that the chance of a non-sterile device is less than one in a million. During the trend review of all infection complaints for gel breast implants for the period of jul/2022 through jun/2024, were noted 2 outliers in jul/2022 and nov/2022. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the infection event, so, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective action taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.

Manufacturer narrative:
Fi summary #3 (lymphoma ¿ alcl confirmed). The review of the documentation associated to the manufacturing process indicates that all devices with lot number 1432279 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device has not been received for analysis in the device analysis laboratory yet. However, as all reported events are classified as medical, they are unable to be observed, therefore they are not confirmed. A review of the current risk documents was performed in chl-bi family (v14.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma ¿ alcl confirmed will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Previously reported "untreated lymphoma" is not device related.

Manufacturer narrative:
Histopathological markers of cd30+ and alk- have not been provided. Clarification d.6b explant date: device was noted to have been explanted, but no explant date was provided. A review of the device history record has been completed. No deviations or non-conformances noted. The events of unspecified infection(sepsis), capsular contracture, lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: unspecified infection(sepsis), capsular contracture, lymphoma-alcl-suspected.

Event description:
Healthcare professional reported "removal of recalled implant, sepsis, capsular contracture grade unknown, bia-alcl positive". This record is for the left side. Device was explanted. Histopathological markers of cd30+ and alk- have not been provided. Treatment: complete capsulectomy and reduction/mastopexy, breast lumpectomy, removal of implant.